Event description:
As reported by the user facility: during infusion, tubing came apart at the injection port. Pt lost 1 pint of blood. Additional info provided by the facility indicated the pt did not require blood replacement and suffered no additional adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. The tubing was noted to be disconnected from the y-connector assembly. There was light evidence of solvent hazing on the circumference of the tubing. Traces of solvent on the tubing indicated that the tubing was inserted all the way into the female ll adapter. The o.d. Of the tubing and the critical dimension of the female ll adapter assembly insertion area were measured per the applicable design specifications and found to be within specification. Although no inventory remained of the reported lot the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There are no other reports of this nature reported against this part or lot number.